Event description:
It was reported that during port placement procedure, the catheter allegedly failed to pass through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one catheter lock, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were provided for review. Visual, microscopic visual, functional and other evaluation/ testing were performed on the returned device. However, the investigation is inconclusive for the reported failed to advance as the sheath was received in peeled apart state and the exact circumstances at the time of the reported event are unknown. However, the investigation is confirmed for identified fracture and deformation due to compressive stress as material deformation was observed on the distal vessel dilator tip, as well as cracks and frays. Detachment of the t handle from the sleeve was also observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: d4 (expiry date: 11/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. (Expiry date: 11/2021).

Event description:
It was reported that during port placement procedure, the catheter allegedly failed to pass through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.